Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the leaking device was the device was reprocessed with the different procedure from the instruction manual olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus ess informed the customer that the oer-pro was not validated to run a scope with a leak and that they will have to manually perform hld on a scope with a leak. The ess performed a reprocessing in-service with the staff that covered infection control information referenced in the user manual and reprocessing manual. It was recommended that the customer follow the connection matrix for proper use. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
As an olympus endoscopy support specialist (ess) was discussing reprocessing with the customer, the customer reported to that the evis exera iii gastrointestinal videoscope had been placed into the olympus endoscope reprocessor (oer-pro) for high level disinfection (hld) despite having leaks. It was unknown how long the customer had done this. There were no reports of patient harm.